Event description:
This rv lead was implanted on (B)(6) 2005 and was capped / abandoned on (B)(6) 2014 due to oversensing. The physician was dr. (B)(6) at (B)(6) center in (B)(6), nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).